Event description:
Noted intermittent ventricular undersensing on vt-ns episode. Discussed making rv lead more sensitive, but not being to aggressive so as to cause oversensing and underpacing. 604605600. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)